Event description:
Safety huber administration set was not able to lock out.

Manufacturer narrative:
The malfunction was an incomplete safety mechanism lockout. Adhesive on needle/sleeve was confirmed. The lot number predates process improvements that were put in place to rectify this problem. There was no injury of any sort.